Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material #309653, lot #5092551. Verbatim: rcc received a complaint via email. Email(s) attached. Particle was found in heat seal portion of bd 50 ml syringe. Lot number: 5092551, expiration: 03/31/2030, ref: 309653.

Event description:
In the medsun form mentioned that the date of the event as jul-2025. Could you please specify the exact date when the reported issue happened? 7/20/2025.

Manufacturer narrative:
(B)(4) follow up it was reported a particle was found in the heat seal portion of the bd 50ml syringe. Our quality team has completed a device history record review for material number 309653 and lot number 5092551. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.